Manufacturer narrative:
Additional information- e1(initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during before use that cardiosave intra aortic balloon pump (iabp) had unusable battery message. No patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: d5, e1 (initial reporter, event site email), e2, e3, e4. A getinge field service engineer (fse) inspected the unit and confirmed the reported issue. The fse verified that the charging voltages at the power slot interface board were within the expected range. The battery was cross checked with another unit and determined to be defective. The fse also observed that the battery charging label was not indicating the mains or battery charging status. The fse replaced the battery charging label and li lon battery pack. The unit passed all functional and safety tests in accordance with the manufacturer¿s specifications and was returned to clinical use.